Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) oss411, (osseotite implant 4 x 11.5mm) for evaluation. Visual evaluation was performed, the implant had signs of use with bone debris on its external threads. The implant trephined and was fractured at the collar. Device history record (DHR) review was completed for the subject lot number 2016060690. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2016060690 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: dental : medical : bone loss and dental : functional : fracture : implant based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Summary investigation for bone loss: a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. Bone loss is a medical condition and is non-verifiable with all the information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D10. Concomitant medical products oss411, osseotite implant 4 x 11.5mm lot 2016060690.

Event description:
The patient went to the dentist office due to discomfort and mobility from implants at tooth site #35-36. During the checkup, it was detected that there was slight bone loss and both implants were fractured at the bottom and the collar. Implants were completely removed.